Event description:
On (B) (6) 2010, the pt's diabetes educator reported the pt had been experienced erratic blood glucose for the past 2 weeks. According to the pt's blood glucose monitor the pt tested her blood glucose 247 times during the past 2 weeks. Her highest blood glucose value was 517 mg/dl on (B) (6) 2010. Her target blood glucose level is 100 mg/dl. The diabetes educator reported the pt had lowered her basal rates. The pt over uses infusion sites and she has developed 2 firm, red knots on either side of her abdomen, the size of softballs. The pt sometimes uses infusion sites for longer than 3 days. The diabetes educator encouraged her to rotate infusion sites. A request for additional training was submitted. Upon follow up with the pt on (B) (6) 2010, she stated she has been using the infusion device for a "couple" of years and her blood glucose has ranged from 60-600 mg/dl. The battery had been in use since before (B) (6) 2009. She was advised to change the battery every 4 weeks. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.